Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that after opening the packaging of the 3.75x15 mm nc trek neo balloon dilatation catheter and during prep of the device, the stylet could not be removed. Therefore the device was not used and there was no patient involvement. A new same size device was used to complete the procedure without issue. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the retuned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty could not be determined; however, the reported separation appears to be related to operational context. Possible factors that can contribute to difficulty removing the mandrel/stylet may include, but not limited to, damage during protective sheath removal, removal technique or mishandling. In this case, a conclusive cause for the reported difficulty removing the device cannot be determined. Additionally, the account reported that the device was pulled hard in an attempt to remove the stylet/mandrel which likely resulted in the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report the device was received and the inner/outer member was separated. The account stated that the separation occurred when the stylet was pulled very hard during prep. No additional information was provided.